Manufacturer narrative:
Product event summary: it was confirmed that the overlay was cracked, and it was noted that the stylus was unable to select icons as a result of the crack. It was found that there was a quarter inch thick, eight and a half by eleven inch pad under the display. It was confirmed that there were broken latch tabs on the power cord bay. Additionally noted that the handle covers were cracked.

Event description:
It was reported that the programmer's screen needed to be repaired, and the cord door was broken. The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer was analyzed at the manufacturer and tested out of specification.